Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was seen on (B)(6) 2014 for their first refill, and the doctor noticed that the pump pocket was not "healing right". The pocket site had increased redness, inflammation, and dehiscence as the stitches were pulling apart. The patient was brought to the operating room to "clean out" the pocket. The patient was on oral and intravenous antibiotics, and the lab cultures were pending analysis. The patient had reportedly been administered perioperative antibiotics, and the onset or diagnosis of the infection was (B)(6) 2014. The patient did not have meningitis, but the infection was still reported to be ongoing. The patient's pump was intended to infuse morphine. Additional information was requested to determine the patient outcome.